Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage keypad traces. There was no button error alarm. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. There was no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 281 mg/dl at the time of incident. The customer stated that he was on the roof shoveling snow when the pump alarmed button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.